Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(4) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstruation / heavy period with clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactose intolerance, gravida ii and parity 2. In 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to essure components"), abdominal distension ("swollen abdomen"), paraesthesia ("nerve blocks in my leg"), dysmenorrhoea ("painful menstruation"), food intolerance ("new food intolerance"), dyspepsia ("chronic digestive problems"), migraine ("headaches with migraines"), fatigue ("chronic fatigue"), anxiety ("anxiety"), vitamin d deficiency ("she has levels of vitamin d below the minimum."), iron deficiency anaemia ("she has levels ferritin below the minimum.") And stress ("stress"). The patient was treated with analgesics and surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, allergy to metals, abdominal distension, paraesthesia, dysmenorrhoea, food intolerance, dyspepsia, migraine, fatigue, anxiety, vitamin d deficiency, iron deficiency anaemia and stress outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, anxiety, dysmenorrhoea, dyspepsia, fatigue, food intolerance, iron deficiency anaemia, menorrhagia, migraine, paraesthesia, stress and vitamin d deficiency with essure. The reporter commented: the adverse event reported started 6 months after essure implant. She has been 5 years of ordeal with this issue even to the point she was not being able to digest food and she had her levels of vitamin d and ferritin below the minimum. She reports the surgery of essure removal also removal her fallopian tubes, uterus and ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2020: allergy to essure components. Blood test - on an unknown date: ferritin below the minimum. Vitamin d - on an unknown date: vitamin d below the minimum. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 09-mar-2021. The most recent information was received on 17-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstruation / heavy period with clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lactose intolerance, gravida ii and parity 2. In 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to essure components"), abdominal distension ("swollen abdomen"), paraesthesia ("nerve blocks in my leg"), dysmenorrhoea ("painful menstruation"), food intolerance ("new food intolerance"), dyspepsia ("chronic digestive problems"), migraine ("headaches with migraines"), fatigue ("chronic fatigue"), anxiety ("anxiety"), vitamin d deficiency ("she has levels of vitamin d below the minimum.") And stress ("stress") and was found to have serum ferritin decreased ("she has levels ferritin below the minimum."). The patient was treated with analgesics and surgery (essure removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, allergy to metals, abdominal distension, paraesthesia, dysmenorrhoea, food intolerance, dyspepsia, migraine, fatigue, anxiety, vitamin d deficiency, serum ferritin decreased and stress outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, anxiety, dysmenorrhoea, dyspepsia, fatigue, food intolerance, menorrhagia, migraine, paraesthesia, serum ferritin decreased, stress and vitamin d deficiency with essure. The reporter commented: the adverse event reported started 6 months after essure implant. She has been 5 years of ordeal with this issue even to the point she was not being able to digest food and she had her levels of vitamin d and ferritin below the minimum. She reports the surgery of essure removal also removal her fallopian tubes, uterus and ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2020: allergy to essure components. Blood test - on an unknown date: ferritin below the minimum. Vitamin d - on an unknown date: vitamin d below the minimum. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.